Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia, including a fingerstick of 431 mg/dl, after changing an infusion set and consuming a chocolate chip muffin and juice, and later reported a broken prefilled cartridge with suspected glass shard lodged in the pump¿s cartridge chamber that prevented full insertion; the user transitioned to backup therapy and a replacement pump was arranged. Symptoms included hyperglycemia. Outcomes included temporary interruption of pump therapy and use of backup therapy. Investigation included review of device history and troubleshooting with the user, verification of shipment of a replacement device, and review of available device alerts. Investigation of this case revealed a suspected cartridge breakage and obstruction in the cartridge chamber consistent with a device component issue related to the prefilled cartridge and cartridge interface, while the specific root cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.